Event description:
Healthcare professional reported left side deflation. Post removal the "patient passed away because of a blockage in their small intestine" which has been deemed not device related. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe. ¿ calcification: observed. ¿ death: unable to observe. ¿ deflation: observed an opening assessed as fold flaw opening. ¿ plug strap separated: observed delamination of diaphragm valve assessed as cohesive failure. ¿ use error: unable to observe. As per the investigation procedure creases were observed. None of the observations are found to be potentially related to the manufacturing process; no further actions are required.

Event description:
Healthcare professional reported left side deflation; the plug strap separated. Post removal the "patient passed away because of a blockage in their small intestine" which has been deemed not device related. The device has been explanted.